Event description:
The patient underwent chiari I decompression, sub occipital craniotomy, c1 laminectomy, 4th ventricle stent. Bioglue was used in this first procedure. The patient was readmitted to the hospital for wound infection with epidural abscess and underwent irrigation and debridement. The or note from the second procedure describes jelly like collection of purulent material. The patient was treated with unasyn, augmentin and keflex. The wound culture was no growth.